Event description:
It was reported that, "the patient received bha surgery in 2009. Afterword, she showed sign of infection of her hip. Then, the surgeon performed hip joint lavage with the patient in the same month. At that time, the surgeon noticed that the locking ring had already come off from the centrax. As the result, the surgeon removed the centrax and implanted new centrax instead of it."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.